Manufacturer narrative:
H10: additional manufacturer narrative: updated h6 per new information received.

Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as the device return follow-up is ongoing. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number (B)(4).

Event description:
It was reported via patient registry that a 23mm aortic valve was explanted and replaced with another 23mm valve after an implant duration of 4 years, 2 months due to leaflet torn, small perivavular leak, degeneration, and moderate to severe regurgitation. Patient was discharged home in stable condition on pod #7. Per medical records, intra-operatively a slit between the leaflet and the frame itself was noted; there were sutures piled up in that area, making the surgeon think that there may be a pvl and the leaflet was damaged in the initial surgery; post-op diagnosis included aortic insufficiency secondary to breakdown of prosthetic aortic valve with radial tear at the base of the non-coronary leaflet with what appears to be a small periprosthetic leak, but most of the insufficiency was right at the tissue valve; the patient went to ICU in stable condition, but developed post-op atrial flutter. As reported, the explant was not due to a deficiency in the original device. No concomitant CABG was performed. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.